Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastroplasty, the device could not be unlocked to staple. No other known adverse events were reported. Additional information was requested from the reporter. Should we receive this additional information, a supplemental will be submitted.